Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that upon removal of sensor on date of report, patient believed the sensor wire to be broken. The sensor had been inserted the same day. Patient is not able to see any portion of the wire at the sensor insertion site. Dexcom requested downloaded data and the sensor to be returned for investigation. At the time of her call to technical support, patient reported that she is in fine condition. Patient is not experiencing any discomfort at site. No medical intervention required.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.